Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: bd received 103 samples from the customer for investigation. 20 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 100 bd vacutainer® k2e (edta) plus blood collection tubes underfilled during use. The following information was provided by the initial reporter, translated from dutch to english: "k2 edta 4ml tubes 368861 with lot 0072107 seem to underfill. Complaint is reported by 2 wards."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 bd vacutainer® k2e (edta) plus blood collection tubes underfilled during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "k2 edta 4 ml tubes 368861 with lot 0072107 seem to underfill. Complaint is reported by 2 wards."